Event description:
The medical center reported that when the pt used the product overnight, his skin was red, bumpy and itchy on the area that was exposed to the pillow. After this rash occurred, the pt used a pillowcase as a barrier between the skin and product.

Manufacturer narrative:
Deroyal: the bill of material and material safety data sheet were reviewed. No material changes were identified or human effects observed for skin contact with polyurethane foam. This product does not contain natural rubber latex. A root cause could not be identified.